Event description:
Reporter alleged the customer received the results of 216 mg/dl, 180 mg/dl, 483 mg/dl, 204 mg/dl and 453 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.